Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this lead was surgically abandoned due to an unknown product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the lead was surgically abandoned due to high thresholds greater than five volts. No additional adverse patient effects were reported.